Manufacturer narrative:
(B)(4). (B)(6). Customer did not request for a field service specialist visit to the site. An accessory exchange was requested. The handpiece was not under warranty and it was not returned to amo. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a cord on the handpiece was damaged. The amo customer support specialist confirmed that the cord on the handpiece came loose from the lemo connector, leaving the wires exposed. There was no patient involvement reported.

Manufacturer narrative:
Date of event: (B)(6) 2015. All pertinent information available to abbott medical optics has been submitted.